Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing broke while infusing at the y-site during a renal procedure (csi). There were no further details provided for this event, and no patient harm was reported.

Manufacturer narrative:
Correction to initial reporter address.